Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing was broke, located at the left cylinder. The device was explanted and replaced with another inflatable device.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on both exhaust tubes of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress on the exhaust tube near the cylinder 2 strain relief to separate the tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.